Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was one error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rdparty, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received on 04/08/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. Repeated attempts to have the device and components evaluated, the customer responded that he threw it out. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h was updated in this report.